Event description:
First revision surgery due to aseptic loosening with exchange of the rt-plus tibial component, insert and offset stem. This issue was described in documents that we have received to case (B)(4) (9613369-2015-00077). Explants are not available.